Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: 1 implanted mitraclip, 1 clip delivery system, steerable guide catheter. It is unknown if the device will be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first clip delivery systems referenced is filed under a separate medwatch report number.

Event description:
This report is being filed because the second deployed clip (B)(4) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), grade of 4 with challenging anatomy. The first clip delivery system (B)(4) experienced difficulty grasping the mitral valve leaflets due to anatomy. This clip became caught in the chordae but was removed from the chordae without reported issue and implanted medially, reducing the mr to 4-3. The second cds (B)(4) also experienced difficulty grasping the leaflets due to anatomy. This clip had become caught in chordae twice but was removed from chordae without reported issue. The clip was deployed on the leaflets, reducing the mr to 2-3 with a mean pressure gradient of 6 mmhg. Imaging then revealed that the first implanted clip (B)(4) had moved on the leaflets. The mr had noted to increase back to 4. The decision was made to place a third clip. The third cds (B)(4) experienced difficulty grasping the leaflets due to anatomy and became entangled in the chordae. During retraction attempts, the second clip (B)(4) detached from the posterior leaflet and remained attached to the anterior leaflet. Reportedly, there was no interaction among any of the clips. The procedure was aborted and the mr remained at grade 4. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that while the mitral regurgitation ultimately remained unchanged as a result of the second clip, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping and physical resistance due to interaction with the chordae appears to be related to challenging patient morphology/pathology. The reported single leaflet device attachment (slda) and device damaged by another device appears to be related to procedural conditions due to interaction and manipulation with the third device used. The report patient effect of unchanged mitral regurgitation (mr) appears to be related to procedural conditions, due to the first implanted clip partially moving on the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: during advancement and positioning, the third clip delivery system (cds) became caught in the chordae. During retraction of the third cds, a single leaflet device attachment (slda) of the second implanted clip occurred. Per the physician, the third cds caused or contributed to the slda of the second clip.